Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leak between the two rings. The customer blood glucose level was unknown. Customer sated they had air bubbles between the to o rings. Customer stated that no insulin or fluid was visible in the battery, reservoir compartment or under lcd display. The reservoir will not be returned for analysis.